Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the patient was unhappy with the placement of the pump and cylinders. There was proximal migration of the right cylinder and the pump was riding too high. The patient also has sst. The cylinders and pump were explanted. The reservoir was left in place and capped. A new 18cm x 12mm ipp with 100ml reservoir was implanted.